Event description:
It was reported that the device is having issues with temperature deviation. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
A visual and functional inspection was performed by a field service technician. It was identified that the device had no component level malfunction. The h6 codes have been corrected.

Event description:
It was reported that the device is having issues with temperature deviation. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.